Event description:
It was reported to baxter (B)(6) that an infusor sv 2 experienced backflow from the filling port during filling. The device was being filled with 5-fluorouracil and normal saline when backflow was observed. No patient injury or medical intervention was reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation; however, the evaluation has not yet been completed. Batch review determined that no nonconformance reports were documented for this lot during manufacturing. A follow up report will be submitted upon completion of the evaluation or should additional information become available.

Manufacturer narrative:
(B)(4). Device evaluation: the device was received by baxter for evaluation. A visual examination and functional tests were performed. Device evaluation could not confirm the reported condition of backflow. The root cause could not be determined. This device is a single use device and was discarded. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow up report will be submitted if additional information becomes available.